Event description:
As reported to coloplast though not verified, patient experienced erosion, scarring, vaginal pain, dyspareunia and incontinence. A revision surgery was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.